Manufacturer narrative:
Additional information was received and was updated. During a percutaneous coronary intervention (pci), a cypher stent failed to cross the lesion. The lesion had been pre-dilated. When the product was removed, blood was noticed in the balloon. There was no adverse event to the patient. The product has been returned for evaluation and stent strut uplift was noted distally. Several attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. One non-sterile cypher select + 2.50x13 mm was received coiled inside a plastic bag. The stent was mounted in its original position between the marker bands. Strut uplift was observed in the distal section of the stent. Residues of inflation medium were observed. Sds did not show any damage. Crossing profile was measured for distal and middle sections of the stent and was found within specification. The proximal area was not measured due to the observed damage. Pressurized water was injected using an indeflator and a leakage could be observed near of distal area of the balloon. Sem results showed that the balloon external and internal surfaces exhibited evidence of abrasions. The exact cause of the leakage could not be conclusively determined. The marker bands exhibited no anomalies. The unit was reviewed by the pet team, and it was concluded that there are controls to detect this type of defects. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "failure to cross" could not be confirmed, and "balloon leakage" and "out of shape/strut uplift" were confirmed. The exact cause of the failures experienced by the customer could not be determined. With the limited information provided, no determination regarding potential contributing factors could be made. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors are likely contributing factors. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Please note, the analysis was corrected to indicate the strut uplift was noted proximally from the stent. During a percutaneous coronary intervention (pci), a cypher stent failed to cross the lesion. The lesion had been pre-dilated. When the product was removed, blood was noticed in the balloon. There was no adverse event to the patient. The product has been returned for evaluation and stent strut uplift was noted proximally. Several attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. One non-sterile cypher select + 2.50x13 mm was received coiled inside a plastic bag. The stent was mounted in its original position between the marker bands. Strut uplift was observed in the proximal section of the stent. Residues of inflation medium were observed. Sds did not show any damage. Crossing profile was measured for distal and middle sections of the stent and was found within specification. The proximal area was not measured due to the observed damage. Pressurized water was injected using an indeflator and a leakage could be observed near of distal area of the balloon. Sem results showed that the balloon external and internal surfaces exhibited evidence of abrasions. The exact cause of the leakage could not be conclusively determined. The marker bands exhibited no anomalies. The unit was reviewed by the pet team, and it was concluded that there are controls to detect this type of defects. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "failure to cross" could not be confirmed, and "balloon leakage" and "out of shape/strut uplift" were confirmed. The exact cause of the failures experienced by the customer could not be determined. With the limited information provided, no determination regarding potential contributing factors could be made. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors are likely contributing factors. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
Additional information was received stating the device was prepped per standard procedure. No further information was provided.

Event description:
Additional information was received stating the device was prepped per standard procedure. No further information was provided.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15274121 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint; (B)(4) units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15274121. Pre-sterile assy cypher select subassembly lot 15274125 was reviewed. It was observed during review of this lot that no nonconformances and process excursions were generated and no other incidents were noted that could be potentially related to the complaint reported; (B)(4) units were rejected during the assembly of lot 15274125. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The functional tests (multiple inflation & burst) as well as results for leak test and 100% inspection were reviewed and no anomalies were found. Crossing profile inspection and fpi and lpi test results were reviewed and no anomalies were found.

Manufacturer narrative:
Additional information was received and were updated. Please note, was updated in this report, as it was inadvertently not completed in the previous follow-up report. During a percutaneous coronary intervention (pci), a cypher stent failed to cross the lesion. The lesion had been pre-dilated. When the product was removed, blood was noticed in the balloon. There was no adverse event to the patient. The product has been returned for evaluation and stent strut uplift was noted distally. Several attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. One non-sterile cypher select + 2.50x13 mm was received coiled inside a plastic bag. The stent was mounted in its original position between the marker bands. Strut uplift was observed in the distal section of the stent. Residues of inflation medium were observed. Sds did not show any damage. Crossing profile was measured for distal and middle sections of the stent and was found within specification. The proximal area was not measured due to the observed damage. Pressurized water was injected using an indeflator and a leakage could be observed near of distal area of the balloon. Sem results showed that the balloon external and internal surfaces exhibited evidence of abrasions. The exact cause of the leakage could not be conclusively determined. The marker bands exhibited no anomalies. The unit was reviewed by the pet team, and it was concluded that there are controls to detect this type of defects. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "failure to cross" could not be confirmed, and "balloon leakage" and "out of shape/strut uplift" were confirmed. The exact cause of the failures experienced by the customer could not be determined. With the limited information provided, no determination regarding potential contributing factors could be made. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors are likely contributing factors. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
The physician was unable to cross the lesion despite the lesion having been pre-dilated with a compliant pre-dilation balloon. When the stent was removed, the staff noticed blood in the balloon. There was no adverse event to the patient. The product has been returned for evaluation and the preliminary analysis noted that blood was unable to be removed from within balloon and one strut of stent noted to be shifted.